Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubes are drawing air, thus results in insufficient blood flow. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are drawing air and possibly into the patient thus resulting in insufficient blood flow. Customer problem: reports wingset 368652 with lot#: 2767792 drawing air/vacuum from the tube and possibly into the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 2767792 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2046612. D.4. Medical device expiration date: 29-feb-2024. H.4. Device manufacture date: 16-mar-2022. H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for insufficient blood flow with the incident lot was not observed as only packaging can be seen in the photos. Additionally, 30 retention samples from bd inventory were evaluated by functional testing, each used to draw a tube, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubes are drawing air, thus results in insufficient blood flow. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are drawing air and possibly into the patient thus resulting in insufficient blood flow. Customer problem: reports wingset 368652 with lot#: 2767792 drawing air/vacuum from the tube and possibly into the patient."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubes are drawing air, thus results in insufficient blood flow. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are drawing air and possibly into the patient thus resulting in insufficient blood flow. Customer problem: reports wingset 368652 with lot#: 2767792 drawing air/vacuum from the tube and possibly into the patient."atient.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-04. H.6 imdrf annex b grid : b03 . H.6. Investigation summary: "material #: 368652. Lot/batch #: 2046612. Bd received 15 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for insufficient blood flow with the incident lot was not observed. The photos only show product packaging. Additionally, the customer samples along with 30 retention samples from bd inventory, were evaluated by functional draw testing and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."